Manufacturer narrative:
The customer¿s report that fluid leaked from the vent on the maxguard filter extension set was not confirmed or replicated. No anomalies were observed on the set during visual inspection. Functional and pressure testing was performed; no leaking or other issues were observed. The root cause of the reported filter vent leak was not identified.

Manufacturer narrative:
Gtin number for item (B)(4), lot 17026438 is 10885403237652. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the fluid leaked from the vent on the maxguard filter extension set during patient use in the neonatal intensive care unit. There was no report of patient harm.